Event description:
Same case as medwatch (B)(4). It was reported that vessel perforation occurred. The approximately 90% stenosed target lesion was located in the moderately tortuous left circumflex (lcx) artery. The physician requested an emerge 2.5mm x 15mm balloon catheter; however, the staff thought he said an emerge 3.5mm x 15mm balloon catheter. The 3.5mm emerge was advanced and inflated in the lcx. An abrupt rupture of the obtuse marginal was noted requiring emergency coronary artery bypass surgery. The patient had a very complicated postoperative course. The patient developed profound coagulopathy requiring multiple blood component transfusions. The patient also required a balloon pump for a period of time. The patient had to return to the or for a mediastinal exploration with removal of pericardial thrombus. The patient also developed sick sinus syndrome and required placement of a pacemaker. The patient was unable to be weaned from the ventilator also received tracheostomy and gastrostomy tube placement. The patient also had renal failure at that time requiring temporary hemodialysis.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned fro evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).